Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that the reported issue per the log files was very intermittent and was not able to duplicate the issue. Due to the intermittent issue, the fse replaced the vent valve then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter in block e1 has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
N/a.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4.

Manufacturer narrative:
Device is not accessible for testing due to the customer not requesting repair service. Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury or adverse event was reported.